Event description:
Doctors involved in cover up of the movement of my wife (B)(6) brachytherapy lung surgery, brachytherapy implant containing vicryl mesh with radioactive I-125 iodine seeds. Doctors involved: thoracic surgeon: dr. (B)(6) whom headed-up and initially proposed the surgery and follow up, dr. (B)(6), pulmonologist; dr. (B)(6), p.c.p.; dr. (B)(6), radiologist whom helped make implant in surgery and did follow up radiation after surgery and before; and dr. (B)(6), head of cardiology at (B)(6). It would have been an impossibility for any or all of them not to know about movement of implant after original surgery, they all should have been obligated legally or ethically to inform us at some point about the movement and future consequences of such? While the implant could have been addressed before this became life-threatening and impossible to address. (B)(6) fought through and survived lung and brain cancer for 5 years. And also another several years of being sick, testing and suffering trying to find out why she was having so much pain and discomfort and illnesses after all of that only to find out that a medical mistake on the doctors and hospital staffs part to cover-up movement of the implant and condition of it. It still possibly could kill her anyway. Ultimately after years of suffering at the hands of all these drs hiding their mistakes and from what we see hospital and dr cover ups, (B)(6) once again ended up in the hospital admitted for pneumonia to (B)(6) hospital here in (B)(6) then on (B)(6) 2013, she started coughing and coughed up a huge amount of blood and puss and a blood clot or a pleural fistula? Or cyst? She went into respiratory failure was put on a ventilator and kept in a coma while on the ventilator. Dr. (B)(6) was avoiding me so the nurse from i.c.u. Said she would help me catch up with him on that saturday afternoon. I left, while I was gone, dr. (B)(6) came in and stated that he was leaving and going on vacation and (B)(6) would have to stay on vent until dr. (B)(6) could make it in to see her on wednesday (4 days later)? At that point the nurse called me and told me to get back there and get a hold of dr. (B)(6) before he left for vacation or no-one could do anything for (B)(6) until dr. (B)(6) came in on wednesday. So immediately I went back to the hospital, as soon as I went through the i.c.u. Doors, dr. (B)(6) jumped up and stated it was not me, it was the surgeon that left that suture in her lung, it was the surgeon who did this. And he immediately got all defensive with me and so I told him to get dr. (B)(6) on the phone, dr. (B)(6) then stated he could not leave (B)(6) until wednesday to see her, but if he wanted to transport me down there to him by ambulance cause the weather was too bad to fly her down there. Then dr. (B)(6) said no she is too critical to transport there so I had to have the nurse call dr. (B)(6) to get the orders to transfer her and all her records to dr. (B)(6). So when the ambulance driver came in to transport her and said "geese" I am a paramedic not a record keeper so, he went and got a dolly to carry her and all her records to (B)(6) hospital. I met with dr. (B)(6) outside of i.c.u. Around 1:30 or 2am. He then stated that he would have to go in and do surgery and see for himself what caused the respiratory failure and address the bleeding and suture or whatever caused the cyst or fistula? So he and the i.c.u. Nurse stated to stay around because I would have to sign some authorization forms before surgery. I waited outside the i.c.u. Doors all night neither of them ever came? Finally, around 8am, I demanded to see my wife the nurse said she was in recovery. The dr did the surgery but he left, I then said that he left without my signature or even talking to me about results, the surgery or anything? So, me and my sister-in-law waited all day sunday for the dr or results or anything and he never returned. Then on monday morning some people I am assuming... Supposed to prevent cancer from spreading, did not work cause after I also got brain ca. Parts of it that I am coughing up and had surgically removed.